Manufacturer narrative:
The device history records were reviewed and there were no findings thought to be related to the reported event. (B)(4) submitted to FDA on: 12/22/2015.

Event description:
Attempted implantation of the istent resulted in a torn iris. No stent was implanted in the patient. The extent of the tear and impact on the patient is not known at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Iris damaged and hyphema are listed in the device labeling as known inherent risks of glaucoma stent surgery.

Event description:
Additional follow up was requested and on 5/9/2016 the surgeon provided the following details. During surgery, the tip of the istent became engaged with the iris at the 6 clock position, resulting in an iris tear of approximately 4-5 clock hours. As a result, the anterior chamber filled with blood compromising visibility. The surgeon conferred with the glaukos medical monitor who reported on 5/9/2016 that once the anterior chamber filled with blood, the surgeon attempted to re-grasp the stent, but it became stuck to the iris. An iridodialysis was inadvertently created and the stent was removed from the eye. Approximately 4-5 clock hours of the iris was torn, resulting in permanent damage/loss of iris between 5 to 8 clock hours. The patient's postoperative iop was reported to be in the 20's on medication with progressive visual field loss. In addition, hyphema was observed postoperatively. At the most recent follow-up appointment, the surgeon reported that the event did not result in any loss of bcva compared to baseline and the iris damage did not result in any adverse impact to the patient. The patient's current status and prognosis was described as stable. The glaukos medical monitor reviewed treatment options including trabeculectomy or glaucoma shunt with laser cyclophotocoagulation as an alternative. For the iridodialysis and glare the medical monitor and surgeon discussed options including tinted contact lens or surgical repair. The surgeon will discuss treatment options with the patient. Additional follow up will be requested.